Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service contacted physio-control to report that the device from one of their customers would sound an alarm tone after a test battery was installed. Further it was observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to a failure of inductor l1, from the analog pcb assembly.  It was observed that pins 2-3 of l1 measured high resistance, leading to the reported power issue.